Manufacturer narrative:
(B)(4). MDR #s: 1219930-2011-00988, 00990, 00991. Maude report #: 330084000020118001.

Event description:
Procedure type: chemosite removal. According to the reporter: the pt had the same type of port implanted in the spring of this year. After about a month, the catheter began leaking and the port was removed. Another port was implanted on the same pt. This port also began leaking and was removed.